Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer did not close. The field service engineer (fse) replaced the inseparable latch on auxiliary full height drawer 4. The fse then initiated a final test via the hardware test application, which passed. The fse also replaced the inseparable latch on both auxiliary full height drawers 6 and 7, installed two new slide bumpers on the slide railings as needed, and replaced the silicone keyboard cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, matrix drawer would not close properly and had to be pushed in forcefully. The user was hesitant to reopen it due to concern that it might not close again. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.